Event description:
It was reported that the customer was hospitalized due to low blood glucose of 22mg/dl when he arrived in the hospital. It was stated that the customer was disconnected at time of his admission, and the infusion set and reservoir were thrown away. Troubleshooting was performed. The priming technique was correct, but the programming revealed that the customer did not bolus at all the day of the event. It was mentioned that the device was not exposed to a high magnetic field. Advised the caller to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.